Manufacturer narrative:
The suspect device has not been returned for evaluation. However, technical support reviewed the photograph that was sent by the customer. It was found that the iflow 200 s single-use proximal flow sensor is defective (crack on the proximal line). The exact root cause is not determined. According to technical support, most likely it was caused by rough handling. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the iflow sensor and circuit were set for standby. After about two weeks, the ventilator was used on a patient and noticed that the root of the tubes were torn, leak alarm and flow sensor alarm were triggered. The patient was placed on a back up ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. However, vyaire medical was unable to replicate the unit issue. No exact root cause was established. This complaint will be included with on-going trending analysis.